Event description:
Pt reports she changed her insulin cartridge in 2009 and in the next day, she awoke with an elevated blood glucose. She states "it's been high ever since then". Pt reports her blood glucose is currently 377 mg/dl. Pt's target blood glucose is 120 mg/dl. She states she is using r u500 insulin. Advised u100 is the approved insulin for use in the infusion device. Pt reports a cartridge of insulin lasts for 1 month of use. Pt states infusion device has not displayed any errors or alerts. Advised pt headset should be changed every 3 days. Pt reports someone else fills several of her insulin cartridge at a time and are filled "a month or so ago". Pt reports date is set incorrectly; assisted with resetting the date. She states she has an upcoming appointment with her doctor., at about 2 days later, pt reported her blood glucose was elevated; 465's mg/dl in the a.m. Advised pt to disconnect from the infusion set and perform a prime. Pt was able to prime. Pt states infusion device has not displayed any errors or occlusions. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.